Event description:
The customer reported that an employee reported that they experienced peroxide contact when inserting a new cassette but was unsure how the contact really occurred. The indicator on the cassette was not changed. The employee flushed her finger with water and the burning sensation went away. The contact area turned white. The employee did not seek medical attention or require treatment. It was also reported that the vaporizer plate was missing from the unit. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse noted that vaporizer plate was missing and there were no replacements available. System had been used for 4 cycles after new cassette was inserted. H2o2 contact exposure is possible from the load or directly from the sterilizer if the vaporizer plate is not installed. The packaging of the cassette was not apparent. Other cassette packagings were not indicating h2o2 leakage. The fse recommended the purchase of an accessory kit. The fse advised the customer that sterrad should not be operated until the vaporizer plate is in place. There was no empty test run performed as there was no vaporizer plate installed and none available. Machine not tested.